Event description:
It was reported that a patient experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was reported to be ongoing. The patient was not hospitalized for the event. On an unreported date the patient was treated with injection reflin (1gm/day) and injection fortum (1gm/day) for the peritonitis. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.